Manufacturer narrative:
(B)(4). It was reported events of power switching and loose power port 1 by slipping out of the sealing ring. One battery, (B)(4), and one controller, (B)(4), were returned for evaluation. One battery, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the (B)(4) and (B)(4) manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket missing; this is most likely related to the reported sealing ring. Additionally, the serial port was found damaged; an internal investigation is evaluating the damaged power port and serial port connectors. This observation is not related to the reported event and is likely due to the handling of the unit. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional component added for this event: battery- (B)(4). Catalog# 1650de; exp. Date: 05-31-2017. Device has not been returned to the manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: battery/(B)(4); cat#: 1650de; exp. Date: 10/31/2016; mfg. Date: 10/31/2015; (B)(4); battery received on: 01/02/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a loose power connector at port 1 on the controller by slipping out of the sealing ring (between connector and housing). Also stated was that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%). An elective controller and battery exchange was performed and it was stated that there were no effect on patient. It was stated that the patient was doing fine the whole time. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.